Manufacturer narrative:
Concomitant medical products: d314drm ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) due to hearing an alert. An interrogation showed that the lead integrity alert was for hrns (high rate non-sustained) episodes and sic (sensing integrity counter) counts. Episodes with visible oversensing/nose were also observed. It was noted that patient movement causes oversensing and noise on both rvtiprvring and rvtiprvcoil vectors. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.